Event description:
The information provided was supplied by counsel representing plaintiff. The plaintiff alleges the intraocular lens used for the plaintiff's cataract surgery was not the proper size requested by the physician.